Event description:
It was reported the that during impaction the implant device exploded in the patient. No event circumstance or patient impact was provided. The distributor did not received complementary information from the hospital.

Manufacturer narrative:
Integra has completed their internal investigation on april 7, 2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: the review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported defect. A review of complaints conducted for pip implant fractures (both intra-op and post-op) during the previous 5 years showed (B)(4) complaints, not including this one. During this period of time there have been approximately (B)(4) units sold. The resulting overall rate of complaints is (B)(4) ((B)(4)). A trend analysis of the yearly complaints conducted in (B)(6) 2016, shows it does not represent an adverse trend. Conclusion: in the past, similar issues that resulted in fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection. This possibility is currently under investigation by product development. A definitive root cause cannot be identified at this time, but the root cause of the fracture has been identified previously as most likely related to the technique used for bone preparation and/or impaction.